Event description:
A malfunction was reported on a pump, indicated by a specific malfunction code. There was no adverse impact to the customer¿s blood glucose level. Although the customer's pump was out of warranty, technical support resolved to replace the pump, but the customer opted to continue using the current pump to maintain insulin delivery, showing no interest in an out-of-warranty loaner pump.